Event description:
A malfunction alarm was reported by the customer, identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with the reset process, but the customer was unable to perform the reset during the call and plans to call back later for further assistance.